Event description:
Resident had gotten out of bed per self, and posey keepsafe alarm did not sound. Pt was found lying on the floor beside bathroom door. This fall resulted in rib fraction and sutures. This was reported to posey rep in 2002. They came into facility on 6/18/02 and in-serviced on 6/26/02 to r/0 employee error. But this problem has continued with the alarms not sounding appropriately and this has been also reported on regular basis.